Manufacturer narrative:
A complete analysis and testing of the pump showed that is was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, suspend mode was activated and weeks later deactivated.

Event description:
Customer reported being hospitalized, due to high blood glucose. Troubleshooting was performed per department operating procedures.